Event description:
It was reported that a transfer set was leaking. This was identified during drain five of six of automated peritoneal dialysis therapy. The hospital patient was connected at the time of the event. A technical service representative assisted the patient's nurse to end the therapy session. The nurse would inform the patient¿s doctor of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.